Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms as well as high pacing thresholds of 10v during implant procedure. Troubleshooting was conducted including testing with another analyzer and trying unipolar and bipolar configurations. The physician removed this lead and completed the procedure with a new rv lead. No additional adverse patient effects were reported outside of prolonged procedure as this was done before pocket closure. As of today, this product has not been received by boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms as well as high pacing thresholds of 10v during implant procedure. Troubleshooting was conducted including testing with another analyzer and trying unipolar and bipolar configurations. The physician removed this lead and completed the procedure with a new rv lead. No additional adverse patient effects were reported outside of prolonged procedure as this was done before pocket closure. As of today, this product has not been received by boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.